Event description:
In 2008, the layer user's/patient's nurse contact lifescan (lfs) alleging that onetouch ultralink meter had a "power issue". The medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The mas mailed a letter to the pt on 08/29/08. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The reporter stated that it is not known when the alleged issue began. She stated that the "patient's meter got wet (use-error) and it stopped working." The reporter also stated, "the patient got admitted since he could not test on the subject meter." While the alleged issue began, the pt reportedly experienced symptoms of "polyuria and vision changes." It is not known if the pt treated himself due to the reported issue. On the day prior to original date, after the reported issue, the pt reportedly was admitted to the hosp. Upon admission, the pt reportedly obtained reading of "644 mg/dl" and "383 mg/dl" on the ER ( emergency room) meter. The pt reportedly rec'd regular insulin drip at the hosp. The reporter stated that "his blood glucose level has now dropped near to normal, and he would be released from the hosp on the next day (one day after the original date)." The patient's products were replaced. Based upon the info provided, there was a misuse of the product. The pt reportedly was not able to test on the subject meter after the reported issue. Even though, the alleged symptoms occurred during the reported issue, the pt allegedly had to be admitted in the hosp and rec'd treatment for hyperglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Serial number not provided.